Event description:
Product returned by rep, report indicating explant and elective upgrade to a high-energy ICD. Comments: "upgrade to high energy device due to chronic high dft's. Device is disabled."